Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to t-wave oversensing. It was indicated the oversensing did not result in pacing inhibition, but did result in inappropriate shocks. A new rv lead was successfully implanted. No additional adverse patient effects were reported.